Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was implantable neurostimulator (ins) site tender. The outcome was ongoing. Interventions included repositioning. The event resulted in unscheduled clinic or office visit. The etiology was noted as related to the device or therapy and related to the implant procedure. The etiology was noted as related to the ins pocket. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that a reposition surgery of the ins was scheduled for (B)(6) 2019. The ins was going to be moved to an area of less discomfort. The event was still listed as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the event was resolved without sequelae on (B)(6) 2019. The hcp noted the ins pocket was repositioned on (B)(6). It was noted there was pocket discomfort and right lower thoracic region. There were no further complications that have been reported as a result of this event.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient reported an uncomfortable ins site on (B)(6) 2017. Trigger point injections at the ins site was administered for pain on (B)(6) 2017.

Manufacturer narrative:
Additional information regarding the patient's weight was received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient received trigger pint injections at the implantable neurostimulator (ins) site for pain. The patient had pain at the implantable neurostimulator (ins) site that increased on (B)(6) 2016. There were no signs or symptoms of infection to the area and there was no dehiscence of the incision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp stating there is a possible relationship of the event to the implant procedure of the incisional site device tract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study noted the patient reported the ins site had always been uncomfortable. The patient had improvement in this discomfort with previous trigger point injections around the ins site. The trigger point injections at the ins site for pain will continue "prn". The event was unresolved with no further action planned.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported some improvement following trigger pint injection with regards to pain at the implantable neurostimulator (ins) site on (B)(6) 2016. The patient reported recurrent pain at the ins site on (B)(6) 2016. The patient reported trigger point injections at ins site significantly reduced pain at ins site for some time, but effects have now worn off and pain has returned on (B)(6) 2016. Interventions included trigger point injections at ins site for pain on (B)(6)2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.